Manufacturer narrative:
The insulin pump was received with a scratched case, a dog chew marks, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer and a damaged display window cover. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
Info information received by medtronic indicated that the insulin pump had crack on the reservoir compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.